Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The trunk cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
Us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.